Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: insert a new infusion set and connect filled tubing to site, then tap next. Tap edit fill amount. The cannula fill amount displayed is based on your last cannula fill amount. Filling stops at this amount. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. A correction bolus and insulin injection were used to address bg. Customer did not know cause of elevated bg. Pump system check was performed and pump was found to be functioning properly. Reportedly, customer does not fill the cannula after it has been inserted into the body. Tandem technical support advised the customer to fill the cannula.